Event description:
It was reported that the burr became stuck in lesion and minor perforation occurred. The patient presented with worsening angina. Multi-detector computed tomography (mdct) and coronary angiography (cag) revealed severely calcified and stenosed in mid left anterior descending artery (lad). Percutaneous coronary intervention (pci) was performed, then, a 1.50mm rotablator and rotawire were selected for use. During the third ablation, there was a resistance occurred. Burr was pushed to distal lad and became stuck. After burr removal, contrast image detected a minor perforation at mid left anterior descending lesion. Non-boston scientific balloon catheter was used to stop the bleeding and non-boston scientific stent was advanced but could not pass due to calcification from left main trunk (lmt) to lad. Therefore, a non-boston scientific balloon was used to dilate the vessel and non-boston scientific guide extension catheter was advanced to cross the lesion. Subsequently, non-boston scientific stent was deployed, and another non-boston scientific stent was deployed to more proximal lesion as well. Sufficient intimal lumen was confirmed by intravascular ultrasound (ivus). Coronary artery angiography (cag) showed residual stenosis of 0% which finalized the procedure. No further patient complications were reported.

Manufacturer narrative:
B3: date of event: it was not provided, used the first date of the month of the aware date. "Mo31-3 a case of pk pupyrus implantation using guideplus after perforation of burr stuck in rotablator" was on a poster presentation at a conference on complications-3, friday, august 4, 2023, in fukuoka, japan.